Event description:
Pt reported obtaining back-to-back blood glucose results of 285 mg/dl and 104 mg/dl on the aviva sys. Pt did not modify therapy based on these values. No adverse event was reported. A level-one qc test was performed on the aviva sys and the value was within the acceptable range. Technical support requested the return of the suspect prod and replacement prod was shipped.